Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding weld fracture involving an acetabular reamer was reported. The event was confirmed. -device evaluation and results: evaluation performed by the supplier confirmed the event. -medical records received and evaluation: no medical records were received for review with a clinical consultant. -device history review: no discrepancies were reported. -complaint history review: there have been no other similar events for the referenced lot. Conclusions: the returned device was shipped to the supplier, (B)(4), for evaluation. The supplier confirmed the event and indicated the weld fracture was a result of worn cutting teeth. No further investigation is required.

Event description:
It was reported that during a tha surgery, the acetabular reamer came apart during use. Doctor moved to the next reamer and no difficulties were experienced.

Event description:
It was reported that during a tha surgery the acetabular reamer came apart during use. Doctor moved to the next reamer and no difficulties were experienced.